Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the clamp closed. The transfer set was used for about two weeks. This event occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information is added to h3, h6, and h11. H11: the device was received for evaluation. A visual inspection by the naked eye observed a broken occlude leg. Functional tests were performed. The clear passage test was performed with no issues noted. Leak testing revealed that no external leak was observed, however, an internal leak through a closed clamp was observed. Clamp function testing (open/closing of mini and uv set sleeve) revealed leaks through closed clamp. The broken occlude foot was the cause of the leak; fluid flow through the set. The reported condition was verified. The cause of the condition could not be determined, however, potential causes of the occlude foot damage include if the device was exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.